Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia, bronchitis, hypertension, migraine, postoperative nausea, upper respiratory infection, stroke, gastroesophageal reflux disease, esophagogastroduodenoscopy and endometrial ablation. Concurrent conditions included obesity, vaginal itching, mastodynia, vaginal odor, nausea, yeast infection, bacterial vaginosis, hemorrhoids, sexually transmitted infection, swelling of tongue, neck pain and drug hypersensitivity (hctz: dizzy and sick to stomach). Concomitant products included fluconazole, linaclotide (linzess) since 2007 and olmesartan medoxomil (benicar). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heartburn"), constipation ("other injury(ies) or complication please describe: severe constipation"), alopecia ("hair loss"), visual impairment ("vision/eye problems type : swelling, blurred, weak, pain"), decreased appetite ("weight gain / loss specify which one: loss of appetite and weight"), eye swelling ("vision/eye problems type : swelling, blurred, weak, pain"), vision blurred ("vision/eye problems type : swelling, blurred, weak, pain") and eye pain ("vision/eye problems type : swelling, blurred, weak, pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2007, the patient experienced eye disorder ("vision/eye problems"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced cystitis ("bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, rash, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, eye disorder, weight decreased, dyspepsia, constipation, alopecia, abdominal pain, visual impairment, decreased appetite, eye swelling, vision blurred and eye pain outcome was unknown. The reporter considered abdominal pain, alopecia, constipation, cystitis, decreased appetite, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, eye pain, eye swelling, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: the plaintiff plans to undergo essure removal due to "ongoing problems" in the year 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Mammogram - on (B)(6) 2017: indication: bilateral breast pain. Findings: ultrasound of each breast without prior shows no evidence of discrete solid or cystic appearing mass.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received : new events, "weight gain / loss specify which one: loss of appetite and weight, vision/eye problems type : swelling, blurred, weak, pain" were added. Essure insertion date was updated. Onset dates of events were added. Concomitant medication was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia, bronchitis, hypertension, migraine, postoperative nausea, upper respiratory infection, stroke, gastroesophageal reflux disease, esophagogastroduodenoscopy and endometrial ablation. Concurrent conditions included obesity, vaginal itching, mastodynia, vaginal odor, nausea, yeast infection, bacterial vaginosis, hemorrhoids, sexually transmitted infection, swelling of tongue, neck pain and drug hypersensitivity (hctz: dizzy and sick to stomach). Concomitant products included fluconazole, linaclotide (linzess) since 2007 and olmesartan medoxomil (benicar). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heartburn"), constipation ("other injury(ies) or complication please describe: severe constipation"), alopecia ("hair loss"), visual impairment ("vision/eye problems type : swelling, blurred, weak, pain"), decreased appetite ("weight gain / loss specify which one: loss of appetite and weight"), eye swelling ("vision/eye problems type : swelling, blurred, weak, pain"), vision blurred ("vision/eye problems type : swelling, blurred, weak, pain") and eye pain ("vision/eye problems type : swelling, blurred, weak, pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2007, the patient experienced eye disorder ("vision/eye problems"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced cystitis ("bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, rash, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, eye disorder, weight decreased, dyspepsia, constipation, alopecia, abdominal pain, visual impairment, decreased appetite, eye swelling, vision blurred and eye pain outcome was unknown. The reporter considered abdominal pain, alopecia, constipation, cystitis, decreased appetite, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, eye pain, eye swelling, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: the plantiff plans to undergo essure removal due to "ongoing problems" in the year 2019. Approximate weight at time of essure placement: 80 lbs (please note discrepancy) right side- 1 trailing coil, left side- 2 trailing coils essure insertion date provided as (B)(6) 2008 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Mammogram - on (B)(6) 2017: indication: bilateral breast pain. Findings: ultrasound of each breast without prior shows no evidence of discrete solid or cystic appearing mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria. Lot number: 626223 manufacturing date: 2007/11 expiration date: 2009/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 626223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included anemia, bronchitis, hypertension, migraine, postoperative nausea, upper respiratory infection, stroke, gastroesophageal reflux disease, esophagogastroduodenoscopy and endometrial ablation. Concurrent conditions included obesity, vaginal itching, mastodynia, vaginal odor, nausea, yeast infection, bacterial vaginosis, hemorrhoids, sexually transmitted infection, swelling of tongue, neck pain and drug hypersensitivity (hctz: dizzy and sick to stomach). Concomitant products included fluconazole, linaclotide (linzess) since 2007 and olmesartan medoxomil (benicar). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heartburn"), constipation ("other injury(ies) or complication please describe: severe constipation"), alopecia ("hair loss"), visual impairment ("vision/eye problems type : swelling, blurred, weak, pain"), decreased appetite ("weight gain / loss specify which one: loss of appetite and weight"), eye swelling ("vision/eye problems type : swelling, blurred, weak, pain"), vision blurred ("vision/eye problems type : swelling, blurred, weak, pain") and eye pain ("vision/eye problems type : swelling, blurred, weak, pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2007, the patient experienced eye disorder ("vision/eye problems"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced cystitis ("bladder infection") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, rash, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, eye disorder, weight decreased, dyspepsia, constipation, alopecia, abdominal pain, visual impairment, decreased appetite, eye swelling, vision blurred and eye pain outcome was unknown. The reporter considered abdominal pain, alopecia, constipation, cystitis, decreased appetite, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, eye pain, eye swelling, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: the plantiff plans to undergo essure removal due to "ongoing problems" in the year 2019. Approximate weight at time of essure placement: 80 lbs (please note discrepancy) right side 1 trailing coil, left side 2 trailing coils essure insertion date provided as (B)(6) 2008 (pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Mammogram on (B)(6) 2017: indication: bilateral breast pain. Findings: ultrasound of each breast without prior shows no evidence of discrete solid or cystic appearing mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received : lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included obesity, vaginal itching, mastodynia, vaginal odor, nausea, yeast infection, bacterial vaginosis, hemorrhoids and sexually transmitted infection. Concomitant products included fluconazole and olmesartan medoxomil (benicar). In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines"), headache ("headaches"), eye disorder ("vision/eye problems"), alopecia ("hair loss") and visual impairment ("vision/eye problems") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rash"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), dyspepsia ("gastrointestinal or digestive system condition type: excessive heartburn"), constipation ("other injury(ies) or complication please describe: severe constipation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, rash, migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, eye disorder, weight decreased, dyspepsia, constipation, alopecia, abdominal pain and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, constipation, cystitis, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: the plaintiff plans to undergo essure removal due to "ongoing problems" in the year 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Mammogram - on (B)(6) 2017: indication: bilateral breast pain. Findings: ultrasound of each breast without prior shows no evidence of discrete solid or cystic appearing mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received. Her demographic was added, concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti bladder infection, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rash, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: excessive heartburn, other injury(ies) or complication please describe: severe constipation, hair loss, abdominal pain, plaintiff did not undergo essure confirmation test were added.